Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 10 sept. 2015:updated as legal. Updated reasons for revision to include pain, metal ions and necrosis. Added revision hospital details and name of primary implant surgeon. Added patient name and date of birth. Added stem details and manufacture and expiry dates for all products. Taken from bradwell claim.

Event description:
Asr revision; left asr xl; reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.